Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 5310ivc, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number (B)(4) rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the pin for the hand crank allegedly broke. The bed cannot be raised or lowered. New crank being sent on warranty order # (B)(4). No injury alleged.

Event description:
Customer stated that the pin in the hand crank broke and now the bed cannot be raised or lowered. Warranty # (B)(4). No injury alleged.